Event description:
At the beginning of the laparoscopic assisted vaginal hysterectomy(lavh), the endoseal trio disposable tissue device was attached to the endseal rf 60 machine. The rf enable button was depressed. The rf on light was on. When the surgeon used the device no effect was seen on tissue. The endseal hand piece was traded out per request of surgeon and the new handpiece was attached to the rf 60 endseal machine and worked perfectly. The defective disposable handpiece was taken out of service, and saved for risk management. Patient transferred to pacu(recovery room) in good condition.